Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The evaluation revealed that the distal tip was broken-off. Tool marks were observed near the fracture surface. The device met all material specification as received. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl revision procedure to remove another manufacturer's device(s), the surgeon removed this primary implant and residual substance from the patient's joint and attempted to drill the primary hole again using the 4 mm cannulated drill (lot: 10062206). While drilling, the surgeon felt resistance and it was then that he noticed that the cannulated drill had broken. The surgeon tried to retrieve every fragment of the drill however, was unsuccessful and some fragments were left in the patient's body.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that during an acl revision procedure to remove another manufacturer's device(s), the surgeon removed this primary implant and residual substance from the patient's joint and attempted to drill the primary hole again using the 4mm cannulated drill (lot: 10062206). While drilling, the surgeon felt resistance and it was then that he noticed that the cannulated drill had broken. The surgeon tried to retrieve every fragment of the drill however, was unsuccessful and some fragments were left in the patient's body.